Event description:
Complaint # (B)(4).

Manufacturer narrative:
The reported failure was "error message: belt slip". A getinge field service technician (fst) has been sent for investigation on (B)(6) 2021 and following works has been done: both tacho board were reconnected. The strobe foil of both pump were cleaned. No parts were replaced. The device was checked and put back in use. A dirty foil or a defective tacho board is a plausible cause for the message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. Thus the reported failure "error message: beltslip" could be confirmed. Device was manufactured in 2009-09-30. The review of the non-conformities during the period of (B)(6) 2009 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message "belt slip" occurred. Complaint #(B)(4).